Manufacturer narrative:
The pod was received partially deployed with the formed needle visible through and puncturing the exposed soft cannula. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism found the hard cannula to be unseated from the slide retract. Damages were observed on the slide retract indicating that the hard cannula had been incorrectly installed into the slide retract. This incorrect installation resulted in the hard cannula becoming unseated during needle mechanism deployment which resulted in the formed needle failing to retract after deployment. During fluid path testing, fluid diverted through the puncture in the soft cannula. The exact timing of the puncture could not be determined, and the data showed no evidence of struggling to deliver insulin during operation.

Event description:
It was reported that the patient¿s blood glucose reached above 250 mg/dl. The needle mechanism did not retract as intended during activation. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.